Manufacturer narrative:
The previous or initial MDR submitted on exploded dry & store adaptor wire was filed inadvertently. No device malfunction has occurred.

Event description:
It was reported that the dry & store adaptor wire has exploded and became exposed near the plug (specific date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.